Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room. The patient received treatment for septicemia. It was noted that ECG data confirmed the rate of the implantable pulse generator (ipg) was below the programmed rate. According to the device check performed, there was failure of the ipg. The output was changed to the maximum level (7.5v), but there was no change. Although a failure of the ipg was confirmed, an external pulse generator not used. It was unknown why the ipg failed. The patient died later that day while in the hospital. The cause of death was determined to be myocarditis due to septicemia. However, device analysis was requested to confirm that there were no issues.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).